Event description:
It was reported by the customer that low vacuum messages occurred frequently in cs300 intra-aortic balloon pump (iabp) during clinical use.the device was not stopped but was replaced with another cs300 and treatment was continued. No clinical problems to patients have occurred.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, e4, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Corrected field: h6 (medical device - problem code). A getinge field service engineer (fse) conducted a running test in-house and confirmed that the problem pointed out occurred. After investigating the cause, found that there was a leak from the manifold drive (solenoid valve) that switches the expansion and contraction of the balloon. Therefore, fse replaced the manifold drive (0104-00-0018). After the work was completed, the running test was ok, and various operational checks were performed and confirmed to be working properly.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1: full event site address:(B)(6). Updated fields: b4,e1(event site city),g1(contact person-mfg site),g3,g6,h2,h11 corrected fields: g4(PMA/510(k) #),h6(medical device ¿ problem code,investigation conclusions).

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), e1 (event site address), g3, g6, h2, h11. Corrected fields: h6 (component codes). The failure analysis and testing dept. Received part manifold, with a reported unit failure of low vacuum message. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part manifold, drive into the cs300 test fixture and tested the drive manifold to factory specifications per procedure. The fat dept. Booted the cs300 into clinical mode to pump the cs300 to observe a low vacuum message. The cs300 pumped for two hours with no low vacuum messages observed. The drive manifold passed testing. Retaining the drive manifold in the fat dept. Per procedure.

Event description:
N/a.